Event description:
The user facility reported during a diagnostic procedure, the users reportedly experienced a complete loss of image that could not be recovered. The procedure was completed with a different, but similar device. There was no patient harm.

Manufacturer narrative:
The subject device of this report was returned to olympus for evaluation. The evaluation could not duplicate any image difficulties, but fluid was found inside the endoscope connector unit when the device was received. The device was subjected to extended operation with different video processors, and found to operate appropriately. As the device passed leak testing, the likely source of the fluid invasion was related to user handling during reprocessing. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.